Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire was noted to be kinked/bent. The guidewire nitinol tubing was noted to be broken/fractured. The core wire distal end was observed through the distal tip dome. A functional inspection could not be performed as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event ¿guidewire difficult to advance¿ could not be confirmed; however, the analysis results are consistent with the reported event. The reported event ¿guidewire mid-section kinked/bent¿ was confirmed during analysis. The device failed to meet specification when received for analysis. It was reported that when using microcatheter to deliver, big resistance was encountered. Withdrew it out from microcatheter and delivered again but resistance was still encountered. Finally withdrew the product to check and found the section at middle to distal was kinked. Additional information provided by the customer states the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The device was returned and it was confirmed that the guidewire mid section was kinked, there was also a fracture noted to the nitinol tubing. It is probable that the device was damaged during insertion or advancement through the microcatheter causing the reported friction. An assignable cause of procedural factors will be assigned to the reported events: ¿guidewire difficult to advance¿ and ¿guidewire mid-section kinked/bent¿ and to the analysed events: ¿guidewire mid-section kinked/bent¿ and ¿guidewire broken/fractured during use¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The subject device was returned for analysis and the device investigation revealed that the guidewire was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.